Manufacturer narrative:
During investigation, the battery compartment was found to be cracked to the left of the bumper pad from the treads traveling down to the case seal. Unrelated to the original complaint, there was rust/corrosion inside the battery compartment and on the underside of the battery cap. A leak test failed due to a battery compartment leak. The pump opened and there was no further evidence of internal moisture. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.